Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and did not reveal any abnormalities.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged shortly after implant. Attempts were made to reposition the lead but were unsuccessful due to tortuous patient anatomy. The lead was extracted and lv port of the patient's device plugged. No additional adverse patient effects were reported. This device is no longer in service.